Event description:
Caller reported that a pump malfunction occurred, displaying malfunction code malf 1. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information on resetting the pump, assisted in the reset, and instructed the caller to use the mobile app to ensure log uploads for investigation. Although the malfunction recurred after the reset, the pump, which was out of warranty, is to be replaced, and the caller showed interest in obtaining an out-of-warranty loaner pump.